Manufacturer narrative:
Device received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor, force sensor or keypad assembly. Device received with cracked case behind the device near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that three day prior the customer¿s insulin pump shut off with some audible alarms after he took a swim. The customer¿s blood glucose was unknown and water was in the battery compartment. They had already tried to change the battery after drying out the battery compartment but the problem remained. The insulin pump will not be returning for analysis.